Event description:
Rn was setting up an infusion when the pump began alarming, the touch screen was frozen and was not responsive. Took multiple attempts to force a hard shutdown. Lvp serial number: (B)(6). A review of the device logs indicates that the clinical application user interface froze during infusion programming due to software defect. Lvp entered fail stop alarm state. Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.

Event description:
A user at the customer reported a pump with a frozen screen, annunciating an alarm condition. Through examination of the logs, and further engineering investigation it was determined that if a user enters a rate with 2 leading zeros (eg. 0010) on the set rate screen, which triggers a guidance alert, and then the user presses the back button on the alert, the clinical application freezes. Rebooting the pump is the only workaround. A software component was found to be the source of the issue. Fresenius kabi plans on addressing this issue via a future sw release.